Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for a thoracic aortic aneurysm with a chronic type b dissection and was implanted with two conformable gore® tag® thoracic endoprostheses starting in zone 2 of the thoracic aorta. The patient tolerated the procedure without any reported complications, endoleak or other anomalies. On (B)(6) 2015, follow-up computed tomography angiography revealed a type ib endoleak. On (B)(6) 2015, the patient was successfully treated for the type ib endoleak with a third conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleaks.